Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned the orders are not showing on both server and stations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple new orders were not appearing on server and stations. A technical support specialist observed that all devices were in critical override. Interface messaging was active and current. However, message purging was interfering with accurate reporting of message status. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned the orders are not showing on both server and stations. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.